Event description:
Customer complaints - blood leak during treatment. Bfr/drf: unidentified. No pt harm and no medical intervention was necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.